Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient's device is in overdischarge. The rep mentioned that they started pmr with their own recharger and that has been working fine. It was also noted that the patient had difficulty recharging since about a month after being implanted, which is why they hadn't been charging their device. The patient had met with a rep, but still had difficulties. The patient hasn't used their device in over a year, but needs to use it now. No patient symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The MRI technician reported that the implantable neurostimulator (ins) was non-functional due to a dead battery. It was unknown why the battery was dead and not functioning. There were no symptoms reported. The MRI was for the patient having an abnormal gait. The patient was indicated for spinal pain and failed back surgery syndrome. No troubleshooting, causes, or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.